Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented via remote transmission with inappropriate high voltage therapy. Upon review, the implantable cardioverter defibrillator exhibited post-sensed t-wave oversensing that led to inappropriate anti-tachycardia pacing. No intervention was performed.